Manufacturer narrative:
The aware date of the previous report sent should have read 08-oct-2021. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported right side "rupture with a giant crack extruding gel through the shell". Healthcare professional additional reported major tear right edge. Device has been explanted and replaced.

Event description:
Healthcare professional reported right side "rupture with a giant crack extruding gel through the shell". Healthcare professional additional reported major tear right edge. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/ or corrected data: a4, b5, g.1 , h6.

Event description:
Healthcare professional reported right side "rupture with a giant crack extruding gel through the shell". Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: device patch with lot (or catalog) number: it is not possible to see the batch number and catalog of the device due to the quality of the photos, yellow particle material on the shell, opening (posterior side). Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "rupture with a giant crack extruding gel through the shell". Device has been explanted.